Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap appendectomy. According to the reporter: an initial umbilical entry was made into the abdominal cavity for laparoscopic appendectomy - using a veress needle followed by blind entry using the 179096pf versaport v2 12mm trocar with fixation. Upon insertion of the camera and telescope into the abdominal cavity a significant amount of bleeding was reported to have been observed. The procedure was converted immediately to an open laparotomy procedure where the bleeding was treated and reported to be coming from the mesentery in the abdominal cavity. The pt was described as a (B)(6) male with muscular abdominal wall making entry challenging using the versaport v2 trocar.